Event description:
The surgeon attempted to implant lens but it was damaged during insertion. The lens was inserted and removed for iol exchange. The pt's prognosis is good and the post-operative best-corrected visual acuity was 20/40. A corneal suture was required.